Event description:
It was reported the patient experienced stimulation in their stomach at the time of report. The stimulation was noted to have been ¿in the wrong location.¿ the patient reported they had met with their rep at the time of report and had their programming adjusted to cover the issue and that as of three days afterward, the patient experienced a ¿gradual onset¿ and return of the stomach stimulation. The patient was redirected to their healthcare provider (hcp). The patient¿s hcp later reported the patient had ¿reported stomach stimulation in the recovery room.¿ the patient¿s ¿device was temporarily turned off¿ at that time and that when the ¿device was turned on the next morning¿ there were ¿no further symptoms¿ as of 13 days prior to initial report. The cause of the issue was not determined and it was ¿unknown¿ whether it was device related. The patient had recovered without permanent impairment. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).